Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, partial deployment of a stent occurred. The 90% stenosed non calcified target lesion was located in the severely tortuous subclavian vein shunt. The 10x69x75 iliac 6f unistep plus wallstent was advanced to the target lesion. The physician attempted to deploy the stent in the target lesion, but while adjusting the stent it was noted that part of the stent could not be apposed to the blood vessel. The physician felt that the stent could dislodge from the device, however no stent dislodgement occurred. The iliac 6f unistep plus wallstent was removed and the procedure was completed with a 12-60mm non bsc stent. No patient complications were reported and the patient's status is good.